Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. According to the complainant, during the procedure, the orientation of the cutting wire was incorrect. Reportedly, this device was orientating at 2'0' clock and the pre-loaded guidewire kept going into the pancreatic duct. After 5 attempts of unsuccessful cannulation of the ampulla, the physician decided to discard the device and requested to open an additional dreamtome. In addition, the physician was concerned with the patient of getting post-ercp pancreatitis if the pancreatic duct was continually accessed. The procedure was completed with a new dreamtome device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.